Event description:
Reporter alleged on month ago blood glucose tested 53 mg/dl back to back with a result of 311 mg/dl when testing was one minute apart. Customer stated the test strips used at that time would not be expired although were not expired at the time they were used. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.